Event description:
Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the leaking cassette that the home patient had reported. The rn reported that the caregiver (cg) brought her an used cassette. The rn did not know what cycle the home patient (hp) was in when the leak was detected. The rn said the leak was on the supply line and the tube appeared to have a burnt mark on it. The rn said the hp was connected when the leak was found. The rn said she gave the hp antibiotics as a preventative. The hp has been continuing therapy without issues. The cg brought the used cassette to the rn, who will hold for evaluation. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. Complaint is confirmed because leaks were noted on returned actual disposable set during sample evaluation in lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.